Manufacturer narrative:
An attempt to reproduce the reported event using carelink application (software version 14.13b) was conducted and confirmed the issue is not reproducible. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. After conducting a thorough investigation, we found that the issue reported was due to the sensor being connected only on 20th october 2024. User sensor change alarm has been shown on 12th october 2024, so until 12th october we see sensor data. However, as the sensor got connected only on 20th october 2024, the sensor data between 12th october 2024 to 20th october 2024 was not captured due to which data is missing. This is aligned with the system's current behavior where users need to manually select the desired date for report generation. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: inform users about the necessity of ensuring the sensor is connected to capture data within the selected date range when generating reports. The software did successfully adhere to the specified requirements and did perform in accordance with the expectations specified in the software requirement and specification document, version 10938952doc_q. The root cause of the issue due to the time change made by the user in the pump. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. Testing performed by: (B)(6). Investigation performed by: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly, report generation error. The customer reported no adverse event. The event involved product(s) mmt-7333. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.